Event description:
Information was received from a patient receiving intrathecal hydromorphone and bupivacaine at unknown concentration/doses via an im plantable pump for non-malignant pain. It was reported that the patient stated for the past '2 weeks or so,' they had been having issues with their handset. Patient stated they would connect to the pump and request a bolus, and it would go up to 90% and they would wait a little bit, and then it usually took a minute or two after it got to 90%. Patient stated 'now, 3 times,' the myptm app would show the message 'the app isn't responding, close or wait.' Patient stated they tried the 'close app' option, and resynced it, but 'it had me locked out for an hour, 'and in the 'technical log,' it showed that they did not receive a boluses, but on the myptm app home screen, it took one bolus away from their total and they were locked out. Patient mentioned they took pictures of it, and the technical report would show that either 3 boluses out of the 4 were given, but time stamps when they were able to get another bolus and it doesn't even show up in the log as requested. Patient stated they tried the 'wait' option that comes with the message 'the app isn't responding, close or wait,' but the same thing happened where they saw a lockout and 'lost' the bolus but the technical report did not show the bolus was requested. Patient stated the 3rd time this happened was last night and they were prompted to call because they could not keep losing boluses like that. Agent reviewed clearing the patient data service data from the app and patient understood and consented. Prior to data clear, patient's data was 3.50 mb. Patient cleared data and agreed to monitor and call back for assistance as needed.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.